Manufacturer narrative:
Investigation results: the device was not available for investigation. The label history was reviewed with the result that the product is labelled correctly as per specifications valid at time of production. The concerned label was changed on july 23, 2015. The complained batch was manufactured in feb/mar 2015. That is prior the labeling change. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. There are no similar complaints with products from this batch. No failure could be found, the product is labelled correctly as per specifications valid at time of production. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product vitelene insert h 32 mm sym. After implantation of this product, the surgeon found that the product name is pe liner instead of vitelene on ID sticker. Due to this wrong indication on sticker, the surgeon is very concerned if the implemented product was not vitelene nv204e. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4).